Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device had an alarm fault. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
It was reported to philips that the device had an undefined alarm. An attempt to obtain further problem description information was made, and no further information was received. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) contacted the customer to perform service on the device; however, the asp was informed that the device was out of warranty, and the customer sought out a third-party service provider to evaluate the device. The customer declined service/repair of the device. The device evaluation and resolution information are not available.